Manufacturer narrative:
According to the information received from the field, a technical implant failure seems likely. However, to determine an exact root cause, device investigation would be necessary. No information on possible further steps has been received. This is a combined initial and final report.

Event description:
Hearing performance is affected.